Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 27aug2019. The field service engineer (fse, confirmed the reported problem est test failed. Checked error 3112 and determined the oxygen motor controller pcb would needs replacing. Customer declined service no parts have been returned for evaluation. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
Customer reported extended self-test (est) failed, error code check valve 3 (cv3) leak (3112), oxygen not disconnected. There was no patient involvement.